Event description:
The reporter indicated the surgeon implanted an icl implantable collamer lens, into the patients right eye (od). The lens was reported as lens rotation and remained implanted. Currently there is no treatment planned due to patient is pregnant. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
Age: unk. Sex: unk. Weight: unk. Race: unk. Ethnicity: unk. Date of event: unk. Expiration date: unk. Implant date: unk. Explant date: na. PMA/510k: this product is manufactured in the u.s. But not marketed in the u.s. Device manufacture date: unk. Claim # (B)(4).

Manufacturer narrative:
Additional data: b5: the reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -07.50/+2.0/119 (sphere/cylinder/axis), into the patients right eye (od). The lens was reported as lens rotation and remained implanted. Currently there is no treatment planned due to patient is pregnant. Additional information has been requested but none has been forthcoming. H6 - work order search: no similar complaint was reported for units within the same lot. D2: common device name: phakic toric intraocular lens, product code: qcb. E1: name: (B)(6). Claim # (B)(4).